Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimul ator (ins). It was reported that the patient had a non-healing wound of the lower right extremity which became infected and led to an above the knee amputation of the lower right extremity. Phantom limb pain was now present and the patient requested reprogramming to cover the new pain area. Impedances were checked and were reported to be out-of-range on all contacts on the right lead with the exception of electrodes 11, 12, and 14 which were within normal limits. A second program was programmed on group a (11+12-14 pulse width 450 rate 60) which provided some coverage to some, but not all of the painful phantom limb area was covered. It was noted electrode 6 on the left lead was out-of-range, but this electrode was not being used. The programming on the left lead was helpful for the patient and they had no complaints regarding the program. The patient was educated on use of the device with two programs. The issue was reported as being resolved. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a rep and it was reported that patient has shocking sensation once or twice per week during normal use. Patient has two leads. It has been known for some time that contacts 8,9,10,13,15 are out of range. Contact 6 is within normal limits but on the high range of normal. Programmed around contact 6, as it was an active electrode during this time. The issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported the amputation of the lower right extremity was not related to the device/therapy. The cause of the out-of-range impedances was not determined. No further complications were reported.